Manufacturer narrative:
(B)(4). Method: the complaint airvo2 humidifier was returned to fisher & paykel healthcare in (B)(4) and was visually inspected and electrically tested. The complaint humidifier was tested by causing an audible alarm to occur. Results: the fault was traced back to a faulty speaker and the electrical resistance testing showed that the speaker was open circuit. A new speaker was connected to the returned unit and an alarm sound was noticed. A lot check revealed no other complaints of this nature for lot number 140128. Conclusion: the speaker is a supplied part and this issue was thus raised with the supplier of the speaker. The supplier carried out an investigation and has concluded that the open circuit issue is related to their soldering process. They have confirmed that they will implement additional checks to ensure the integrity of the speaker. The airvo 2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A biomedical engineer at a hospital in (B)(6) reported that the audible alarm on a pt101 airvo2 humidifier was not working. No patient consequence was reported.